Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer experienced an elevated blood glucose (bg) level displaying "high"; although a specific value was not provided. Customer performed a site change to address bg. A new cartridge was loaded to resolve the issue.